Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-04143. It was reported the patient's stimulation would fade until it was imperceptible. It was reported the lead had invalid contacts. The physician replaced the lead on (B)(6) 2011, as well as the ipg. It was reported the port plug was coming out of the ipg. Follow up determined the patient was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.